Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when patient presented to the emergency room, infection issue was observed at the implantable pulse generator (ipg) site. The ipg was explanted as a result to resolve the issue. Patient is taking antibiotics as well to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. Since the device was implanted for less than a year, an analysis was performed to insure the product met specifications. Production records pertinent to sterility/package were reviewed for the returned product and no non-conformances were found. The device was returned without any visible anomalies. Using the uep inductive tool, it was noted the device was running in the therapy application state and the device¿s battery and regulated voltages at the time of analysis were operating within specification. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. The returned ipg displayed normal device characteristics.